Event description:
It was reported that after placement of the device in the distal circumflex, the doctor felt resistance even prior to advancing a balloon catheter for pre-dilatation. On angio, it appeared that the tip of the device had become caught in calcium. Upon an attempt to withdraw the guide wire, the tip began to unravel but did not separate. A non-abbott support catheter was advanced in an effort to free the tip but this was unsuccessful. The tip was tugged on one more time and came free from the calcium. The device was removed without further incident. The procedure was completed using a competitor's stent. No pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.